Manufacturer narrative:
Full UDI number: (B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Although the root cause of your experience could not be determined, clips scissoring as experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "not clipping, clips outside the patient, but it does not clip on tissue inside the patient." Patient status: fine.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.